Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report.

Event description:
It was reported that the physician selected an azur 5mm x 10cm peripheral helical coil system in a fistulogram case when reportedly the coil implant was found missing in the first package opened. Another coil was used to complete the case. Procedure outcome was successful and patient was stable.